Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Clinician reported she has noticed recently that a few patients had a PICC that partially came out after the nurse had changed the bandage at the patients home. Sometimes nurses who come to the home are not very experienced in taking care of PICC's and that is one of the reasons that it sometimes goes wrong. Those little holes in which you have to put the blue pins, they are really small. You have to put it together wearing gloves, that's not easy! You also have to push very firmly to close the statlock and it is hard not to move the catheter while doing so.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Clinician reported she has noticed recently that a few patients had a PICC that partially came out after the nurse had changed the bandage at the patients' home. The customer stated "sometimes nurses who come to the home are not very experienced in taking care of PICC's and that is one of the reasons that it sometimes goes wrong. Those little holes in which you have to put the blue pins, they are really small. You have to put it together wearing gloves, that's not easy! You also have to push very firmly to close the statlock and it is hard not to move the catheter while doing so." The customer reported this occurred with a few patients however the exact quantity involved was not provided to bd vascular access devices field assurance.